Event description:
It was reported that the user interface holder broke. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The investigation found broken user interface. Installed panel holder repair kit. The unit tested and passed all functional and safety test per factory specifications, returned to customer and cleared for clinical use. No parts were returned for investigation. The broken flange implies that the user interface has been exposed to high mechanical forces. The consequence to this kind of mechanical damage is that the user interface gets detached and in a worst case falls off the ventilator carrier. Our conclusion is that the user interface has been exposed to a mechanical force greater than it is designed to sustain.